Event description:
The tps micro driver was sent for eval because it was running without activation during a procedure. A readily available alternate device was used to complete the procedure without any clinically significant delay. There were no adverse consequences reported.